Event description:
Patient's family member called to report that the patient's one touch profile meter was not turning on since 5 days and was feeling itchy, sleepy, and tired. Pt was taken to the emergency room because patient was unable to test on the meter due to the power issue and also because of symptoms. At the e.r. Blood glucose level was 600 mg/dl (unknown if on e.r. Meter or lab). It is also unknown what treatment was received. The power issue was not resolved with troubleshooting. A replacement meter was sent. Attempted several times unsuccessfully to contact the patient's family member to obtain more information.